Manufacturer narrative:
The report of a (ua) 20 (position out of range) error message was reproduced during functional testing of the autopulse platform (sn (B)(4)) and confirmed during archive data review; the root cause was due to the driveshaft not being in home position. The archive data was reviewed and contained multiple ua 20 error messages occurring on (B)(6) 2017. Evaluation of the platform during initial power up, revealed a ua 20 message. It was indicated that the driveshaft is not within the acceptable range and not in home position. Using the administrative menu, the driveshaft was readjusted back to home position. The platform was further tested and passed all final specification without error. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive are easily clearable by user. For example, the ua 20 error message alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
As reported, during patient use, the autopulse platform (sn (B)(4)) displayed a (ua) 20 (position out of range) error message. No troubleshooting was performed and the emergency crew immediately performed manual CPR on the patient. The reporter was unable to specify the length of time manual CPR was performed and if a return of spontaneous circulation (rosc) was achieved. No known impact or patient consequence was reported.